Event description:
Customer reported the system locked up and had to be rebooted. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the manual trigger switch. System operates as intended.